Event description:
Catheter came from MFR incomplete and leaked blood. Rptr had to sign consent for this for her aged mother. No risks were discussed with her, but fluids were increased through an ngt tube, which rptr was unaware of prior to signing. The catheter always leaked blood. Rptr's mother suffered a heart attack and pleural effusion two days later and another three days later. It is documented several times a day that the subclavian seemed to be leaking blood. It should not leak blood. Rptr has found out from the MFR that the subclavian catheter was discontinued in 1989. The catheter was replaced with a second catheter, which also has defects. Rptr feels that hosps buy this medical equipment and use it on pts because of money loss and are reluctant to discontinue the use of it. Rptr wonders who is responsible when discontinued products are used.